Event description:
On (B) (6) 2009, the sales rep reported that during surgery, the surgeon was using the instruments and prongs broke. No injury to pt. Additional info reviewed on 20 oct 2009, via telephone, the sales rep reported that during a revision surgery to remove hardware and instrument adjacent levels, the screws were embedded and difficulty to remove. The original surgery was approx 10 yrs ago. The surgeon first attempted to remove the hardware with the universal driver 2155-1 and the prongs were bent. The sales rep is unsure if the prongs of that driver had bent in surgery or if the they were already bent. The surgeon then used the 2153-7 driver when the prongs broke within the screwhead. There were no pieces of the tip left in the pt, they were tightly within the screwhead. This also happened with the second 2153-7 driver. Since the tips broke toward the end of the surgery, and the surgeon was able to finish the case using the drivers. There was no surgical delay. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product. Device manufacture date is unk.